Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, enhanced full height drawer failed to be detected by bus. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 7 random pockets failed to be detected by bus. A field service engineer (fse) diagnostics were run, and rows c, d, and e pockets were not detected. All pockets were manually removed, and liquid residue was found on the row c row board interface. The row board was replaced, resolving the issue. The system functioned as intended after the field service engineer repaired the device.